Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Correction being sent for conclusion. Button is worn down and may be an end of life failure, but no evidence was documented as to number of uses so I am reclassifying based on possible robustness failure.

Event description:
Reporter stated the soft component of the up button is torn, and the customer believes the infusion device delivered unintended boluses due to intermittent button function. Her blood glucose was 45 mg/dl, and she was not capable of self-treatment. She was given cola by her partner. The alleged product was evaluated; the button function was found to be acceptable and the insulin delivery meets specifications. It is not possible for the infusion device to program a bolus by itself due to a defective button. To program a bolus, one must press two buttons successively.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.